Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was seen again 4 days post procedure and an echocardiogram was performed. There was no change to the small effusion. She was started on warfarin, but then after only 3 doses her international normalized ratio was out of range at 3.3. She was switched to apixaban. Ten days later she reported to the ER with shortness of breath and was found to have both pleural and pericardial effusions. Drains were placed, but due to clot around the pericardium, surgical intervention was required to remove the clotted blood. The surgeon was unable to find the site of bleeding. She has since been discharged and re-started on apixaban. The watchman closure device remains implanted and is seated correctly. It was noted that the surgeon told the coordinator that they didn't see any sign that the device had punctured the laa.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-04877. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described to be ¿quite long¿. After crossing the interatrial septum with a watchman ® access system (was) a small thrombus was noticed hanging off the was while inside the right atrium. Heparin had already been administered and the patient's activated clotting time (act) was sub-therapeutic. They decided to administer more heparin. They pulled the was out and ¿cleaned up¿ the was and then put it back inside the body. When it went back in the body, they noticed a smaller piece of thrombus on the tip of the was in the left atrium. They used a syringe and pulled the thrombus off the tip of the was and continued the procedure. A 33mm watchman ® laa closure device & delivery system was inserted into the was; however, it was positioned too distal so, two partial recaptures were performed to position the closure device more proximally. The closure device was deployed in the appropriate position on the second partial recapture and after evaluating the closure device, it was noticed that the patient's effusion around the appendage have gotten a little bit larger. It was noted that there might have been a small bit of thrombus in the fluid behind the laa prior to the start of the case. The echocardiographer looked at the pericardium and noticed an effusion at the beginning of the case. The effusion was a little bit larger, but there were no hemodynamic change and the patient did just fine. They followed the patient and did a repeat echocardiogram in the morning and the patient was discharged the following morning with no issues.